Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during a procedure performed one day prior, (patient age, gender and weight are unknown). According to the complainant, resistance was encountered during removal of guidewire. The physician indicated that the coating peeled off in the common bile duct and was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed the approximately 6mm of pebax was missing from the distal tip. The evaluator noted that the corewire was not fractured and "no ptfe coating anomalies" were present. A dimensional analysis of the corewire was conducted and found the measurements to fall within the device specifications. The cause of the reported malfunction is undetermined.